Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The device was unable to use smoothly; it jammed.

Event description:
The device was unable to use smoothly; it jammed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that no staples were remaining in the cartridge. The sample was disassembled, and it was found that the pawl was bent. However, it could not be determined when and how this occurred. No other defects or abnormalities were observed. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." In summary the reported complaint of "misfire/jamming - staples not firing" could not be confirmed based upon the sample received. The stapler was returned with no staples remaining in the device. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, the reported complaint issue could not be confirmed, and a probable cause could not be determined.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot#: 73c2100839 was manufactured on 03/26/2021 a total of (B)(4) pieces. Lot was released on 04/01/2021. DHR investigation did not show issues related to complaint. A verification of failure mode reported in the current manufacturing process was conducted as follows: 13 staplers were taken from the current production from p/n: 528135 visistat 35r 6/box lot#: 73g2200336 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
The device was unable to use smoothly; it jammed.